Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. Programmer printouts were obtained. A device image was also obtained from the programmer. After decontamination, a visual inspection was performed, and no anomalies were observed. The programmer printouts were analyzed and confirmed that a charge time-out had occurred. Functional testing was then performed, revealing no anomalies. The reported event of a charge time-out could not be reproduced during testing. The cause of the charge time-out seen in the programmer printouts could not be determined.

Event description:
It was reported that the device delivered an alert for charge time limit reached. Device replacement was scheduled and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was explanted and replaced and the patient was stable with no consequences.